Manufacturer narrative:
The deep brain stimulation system was used for an off-label indication. Event occurred in (B)(6). Initial reporter is from (B)(6). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with a deep brain stimulation (dbs) device that was implanted in the patient's brain on (B)(6) 2012. It is alleged that at some time after implant, the implantable neurostimulator (ins) started causing seizures to the patient and the patient developed epilepsy or recurring seizures. The ins had been implanted to control chronic back pain and related pain the patient had for many years before. The patient had undergone repeated back surgeries including back neurosurgery and numerous pain management interventions, which failed to resolve their pain problems. It was clear that at a relatively early stage following implant, there was some form of ins battery failure; however, the patient did not believe the ins was malfunctioning and assumed the battery failure was a routine matter. Around (B)(6) 2014, the patient was informed the device was causing seizures and they had grave concerns about the device. Since then, one side of the ins had been turned off. The patient believed they were not having seizures since being on unilateral stimulation, but a seizure was provoked in a telemetry study in (B)(6) 2015. The patient was not sure of that date. When the patient was advised in (B)(6) 2014 that the device was causing seizures and that one side of the device had to be switched off, they were advised the reasoning behind this decision to switch off the device was that while chronic pain would cause great suffering, a seizure could actually kill them. Since that time, the patient had been reviewed on an ongoing basis, monthly or more frequent, at the hospital. The patient was advised at the hospital of issues with the ins battery including that recording from the ins expends energy and may reduce the lifespan of the battery. Depending on the program parameters and the amount of recordings that it took to get safe parameters, there could be as little as six months or as much as a couple years of battery life. The patient hoped that the battery could be replaced with a rechargeable ins. The patient presented with a series of potentially catastrophic problems for them, primarily a problem of chronic seizures (epilepsy), which was a gravely serious medical problem. The patient had been left in a position that their live revolves around ongoing attendance at a hospital that included ongoing extension medications, which are required at the most serious level of pain controlling medication and seizure control medication.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.